Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tgt3420/7874994, proximally, tgt3420/7160085, distally) to repair a thoracic aortic aneurysm at the aortic arch. Prior to the device implant, bypass was established from the ascending aorta to the brachiocephalic, left common carotid, and left subclavian arteries. It was reported that the patient lost 580 ml of blood during the whole procedure. After the procedure, on the same day, the patient did not awaken. CT images revealed a brain stem infarction, which was treated with medication. The cause of the infarction is unknown. It was reported that the infarction did not resolve, and the patient stayed in the intensive care unit (ICU). On an unknown day in (B)(6) 2011, the patient developed pneumonia and was treated with antibiotics. The pneumonia was reportedly not device or procedure related. On (B)(6) 2011, the patient expired in the ICU due to the sepsis subsequent to the pneumonia. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.